Event description:
Tampon opened... Central thread was exposed...taking a shape that doesn't inspire confidence [device physical property issue]. Case narrative: consumer reported via email that the tampon opened leaving the central thread exposed. No injury was reported.

Manufacturer narrative:
Product investigation is in progress.

Manufacturer narrative:
Product investigation is in progress.

Event description:
Tampon opened... Central thread was exposed...taking a shape that doesn¿t inspire confidence [device physical property issue] case narrative: consumer reported via email that the tampon opened leaving the central thread exposed. No injury was reported.

Manufacturer narrative:
No failure could be identified as a result of the investigation.

Event description:
Tampon opened... Central thread was exposed...taking a shape that doesn't inspire confidence [device physical property issue]. Case narrative: consumer reported via email that the tampon opened leaving the central thread exposed. No injury was reported.